Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she did another complete set change and still getting no delivery alarm. Customer's blood glucose was 500 mg/dl and customer treated with manual injection. Customer stated that she tried all remedies and still getting no delivery alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.